Manufacturer narrative:
(B)(4).

Event description:
It was reported when a patient presented for a routine follow-up exam, interrogation revealed non-sustained right ventricular oversensing episodes. Electrogram sessions showed wide qrs oversensing. A programming change to the post-paced threshold start setting was completed. The patient will continue to be monitored. No further information is available.